Manufacturer narrative:
Event date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient wanted it checked out because the patient fell 4 months prior to the report and now still feels the stimulation but cannot charge and cannot turn the stimulation on. The patient mentioned that the device will not turn on right after the fall and they had an healthcare professional (hcp) do a spinal series x-rays because they were worried about the wires or the actual stimulator had moved. At the next appointment, the hcp told them that everything looks fine and they should get in touch with a manufacturer representative (rep). During the report, it was noticed that it looks like the patient tried to put the prong in the wrong way and forced it in, so it could not charge. Also, it was initially thought that the patient was charging before realizing that the equipment was broken. Additional information was received from the consumer on november 20th, 2018, indicating that they spoke with a manufacturer representative (rep) who instructed the patient to get a new desktop charger (dtc). The dtc would not plug into the implantable neurostimulator recharger (insr), the patient may have plugged it the wrong way previously, and it won't go in. There were no further complications or anticipations reported with this event.